Event description:
The user facility reported that water was leaking from their system 1e. No report of injury.

Manufacturer narrative:
A steris service technician inspected the assembly and found a crack in the big blue filter housing subsequently allowing water to leak. The technician replaced the big blue filter housing, ran several test cycles and confirmed the processor to be operating properly. No additional issues have been reported.